Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The patient expressed frustration in working with their healthcare provider to find a medication / dose and concentration for his pump that would help him so he will have stability in his pain relief and not be sedated and sleeping 10-15 hours per day. The patient stated he wants to know from day to day how he will feel when he gets up in the morning. Last week the patient had a flare-up which was the worst pain the patient has had in the buttock area, which kept him up all night. The patient took 2 sleeping pills and a valium and then was finally able to sleep. Per the patient it was a nightmare. The patient felt like he did not have any medication in his body at all. It was almost like the pump stopped working but the patient did not hear alarms. The patient stated that after sleeping and resting he was feeling better. The patient had multiple dose changes, "we keep going back and forth with having too much pain and then too much sleepiness", so the patient asked them to increase it usually by 5mg, last time was only 3. The patient stated his pain started about 14 years ago, in his lower, right side, back and left buttock where he could not sit. The patient stated that before the pump he was close to suicidal, he was on the max dosage of oxycontin, they could not give him more and the patient was still having pain. The patient stated that he has come to realization that he will have to put up with sedation in order to get pain relief with this drug, it does not seem like there is any happy medium. After that incident, the patient had called the healthcare provider and the healthcare provider said the patient needs another increase here because the patient had that bad episode but since then the patient has had sedation over 15 hours for 2 days after that. The patient thinks if he has those flare-ups, his sleeping is almost like he is in a coma and he does not wake up for 10-12 hours. Once the patient rests then the patient is ok. The patient also uses the bolus and was on valium seems to help with the pain. The patient also reported dissatisfaction with their hcp service, the patient stated they never see the hcp just the pa. The pump was used to deliver dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.